Manufacturer narrative:
(B)(4). Concomitant medical products: vgxp xp e1 tib brg rl 13x63, lot#503750, item#195329; vgxp xp e1 tib brg rm 12x63, item#195398, lot#883640; vgxp intlk fmrl rt 60, lot#814150, item#195203; unk cobalt g-hv bone cement, lot#unk, item#unk. The reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The reported components were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced tibial baseplate loosening approximately six (6) months post-implantation. No surgical intervention has been reported.